Event description:
Metal spray tip broke off. Confirmed complaint: luer lock broken off. Per (B)(6): broken tip does not have negative effect on patient/user as the device would not freeze sufficiently. Repair order log#: (B)(4). 1216677-2021-00266 wallach ultra freeze 900076 e-complaint: (B)(4).

Manufacturer narrative:
Investigation: x: review DHR. X: inspect returned samples. Analysis and findings: complaint: (B)(4). Distribution history: this complaint unit was manufactured at csi on 07/31/2018 under wo#: (B)(4) and shipped on 11/28/2018. Manufacturing record review: DHR-232774 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was serviced in 2019 and 2020. The reason for repairs were different from the current issue. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log: 96925 this unit was at csi on 09/01/2021. Visual evaluation: visual examination of the complaint unit revealed physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the probable root cause was customer misuse or dropping of the unit. Was the complaint confirmed? Yes. Correction and/or corrective action. The complaint unit was repaired and returned to the customer. Coopersurgical will continue to trend this complaint condition.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Metal spray tip broke off. Confirmed complaint: luer lock broken off. Per ray: broken tip does not have negative effect on patient/user as the device would not freeze sufficiently. Repair order log #: 96925. Wallach ultra freeze 900076. E-complaint- (B)(4).